Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred and the patient was sent to surgery to remove it. The 90% stenosed, non calcified lesion was located in a moderately tortuous distal circumflex (cx) artery. A wire was positioned in the distal cx and the lesion was predilated with a 2.0mm maverick balloon. The physician then attempted to advance a taxus express2 2.5x16mm drug eluting stent to the target area. As the stent was passing the obtuse marginal (om), it would not advance past the existing stent. The stent stopped at the om and could not be advanced or removed. The shaft broke as the physician pulled to remove it, leaving the distal portion of the shaft and the balloon, with the stent in place, in the vessel. The patient was sent for bypass surgery to remove the distal portion of the stent delivery system. The patient did fine after surgery and has since been discharged. No additional complications were reported. The physician indicated that they did not feel this was a product malfunction but rather it was related to the patient's anatomy.